Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required code was found in the ventilator's downloaded error log. The sensor board will need replaced to address the issue. The customer has requested no repairs, the device will be returned with no repairs.